Event description:
It was reported during an open reduction internal fixation on a patient¿s ribs a battery powered screwdriver continuously ran when it was connected to the battery. Nothing was visibly wrong with the powered screwdriver or the battery. A different battery was attached with the same result. Another powered screwdriver was used to complete the case with no delay and no harm to the patient. There is only 1 part to this complaint.

Manufacturer narrative:
Date received by manufacturer: reported on initial as (B)(6) 2015, actual date is (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation reported on previous follow up medwatch number 3; added method codes. Date received by manufacturer: on follow up medwatch number 1, alert date reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not reported. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was performed. The investigation of the complaint articles indicates that the: lot #004426 a service history of the past three years has been reviewed. The item was previously returned for service on 16-jul-2012 and 26-nov-2012 due to motor failure. The customer called in a service request for this item on 1-may-2015 and reported the device runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of the device runs continuously. The manufacture date of this item is 9-nov-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4)

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the motor was running continuously. The repair technician reported the contacts were blackened, and the positive wire to the motor had damaged insulation. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.